Event description:
It was reported that "all three of the inner rings broke when trying to implant rod. None of the rings stayed in the patient."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental.